Event description:
I had essure implanted in (B)(6) of 2012 not knowing the side effects of it, I had been assured by my doctor that is was safe and would protect from pregnancy. I instantly noticed issues with 6 months of bleeding, weight gain that was excessive and could not get rid of, bloating in the stomach, pains in my lower right side, a red bumpy rash that I cannot get rid of that I have had for over 3 months now. Depression with suicidal thoughts, anxiety that is so bad that I had to quit my job. I ball up in the fetal position in pain, it is horrible.

Event description:
Additional info received from the reporter on 12/29/2014: bleeding for 6 months straight, a lot of cramping and irritation, joint pains, erosion of my disc in my lower back, swelling, weight gain, pains in the face, red rash that I could not get rid of, feet pain, hypertension, mood disorders, suicidal thoughts, crying a lot, fatigued, loss of interest.